Event description:
It was reported that during the carotid pta treatment procedure to dilate an existing stent, a dissection and subsequent rupture of the carotid artery occurred. The target lesion was soft, with 80% restenosis. An 8 fr introducer was used. The medtronic guidewire was advanced with no significant resistance. Contrast medium was introduced through the catheter. On the second inflation to 12 atms using a medtronic inflation device, the balloon and was observed to over-expand resulting in the vessel dissection and rupture. Additionally, the existing stent was observed to be over-expanded as a result of the balloon inflation. Following the procedure the pt status was reported to be "ok".